Event description:
On (B)(6) 2011, pt reported the infusion device piston rod would not move forward during the prime procedure. He ran a prime and did not see any insulin drip from the infusion tubing, and he then switched to his backup infusion device. Correct type of battery was used in the infusion device, and the battery setting was programmed correctly. Patient retracted the piston rod and attempted to advance it forward without a cartridge inserted. The volume indicator decreased to 0, but the piston rod stayed at the bottom of the cartridge chamber. Infusion device displayed cartridge empty (e1) error when the volume indicator reached 0, but it did not provide a low cartridge (a1) alert. This concern was first noticed 2 weeks prior to report. Infusion device was dropped 2-3 weeks prior to incident. Infusion device was not exposed to water or insulin. There was a "clicking" noise when the piston rod retracted. The piston rod appeared "chewed on" and damaged. Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.